Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: describe event or problem: while infusing propofol gtt on bbraun IV pump (12.66 ml/hr)/, air-in-line alarm occurred. Rn checked tubing and did not see air and followed prompts to re-prime the line (while disconnected from patient). Air in line alarm went off again with no air seen in line, line re-primed. Third air in line alarm and no air seen, pump re-primed. 4th air-in-line alarm and pt became agitated, restless and non-compliant on the ventilator due to the stoppage of propofol because of the continuous alarms, causing hypotension (bp 78/45) which required initiation of norepinephrine drip. New pump and IV tubing obtained and air in line alarm resolved.